Event description:
A malfunction was reported on the pump by the customer, with malfunction code 16 indicated during the issue. The customer's blood glucose level was impacted, measured at 379 mg/dl, prompting the customer to receive a correction injection via multiple daily injections (mdi). Technical support decided to replace the pump, with arrangements made for the dispatch of a replacement pump that included updated software. The customer was informed about returning the problematic pump and received instructions on how to put it into storage mode. Training for the new pump was made available in their account, and the customer understood the instructions provided by technical support.